Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp was not sitting correctly in the illuminator module. The company representative reseated the lamp to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp not being properly seated in the illuminator module. However, how or when the lamp became improperly seated cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the illuminator lamp needs to be replaced. Additional information has been requested.